Event description:
The customer reported that the volumes were fluctuating. The nellcor puritan-bennett factory svc technician verified the fluctuating volumes, and also found that the volumes were out of spec. The technician inspected the device and replaced the cup seal. The unit passed extented testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.